Manufacturer narrative:
A sister sample is available for evaluation, but it has not been received yet.

Event description:
The customer reported that plum set leaked a small amount of chemotherapy around the filter. This occurred after the device has been infusing for 30 minutes. The device was replaced with no further problems encounters. There was patient involvement but the chemotherapy drug did not come in contact with the patient/healthcare provider. The drug dripped on the floor and was cleaned-up per protocol using a spill kit.

Manufacturer narrative:
Date returned to mfg: 6/28/2019. The sister sample was received in a package for evaluation. The device was leak tested with no leaks observed. The reported issue cannot be confirmed. The lot review was performed with no issues noted.